Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm edwards surgical valve of, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 11 years and 10 months due to severe mitral stenosis. The tmvr was performed with a 29mm edwards transcatheter valve. Additionally, the patient had an edwards carpentier-edwards flexible ring of unknown size and model, implanted in the tricuspid position. Within the same surgery, a valve-in-ring procedure was performed after an implant duration of 11 years and 10 months due to moderated tricuspid insufficiency. The valve-in-ring procedure was performed with a 29mm edwards transcatheter valve. Post valve deployment, there was trace to mild perivalvular leak with good valve function. The patient was transferred in stable condition post operatively. On pod #2 the patient was reintubated.